Event description:
It was reported by the customer they have biological contamination on bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reports one contaminated plate - lot # 2206407."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2206407 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint was taken on batch 2206407 for contamination. No retention samples from batch 2206407 were available for inspection. A total of (B)(4) plates from batch 2206407 were returned as 10 sleeves (8 unopened and 2 opened, partial) in the 100pack carton shipped in a box with air bubbles (carton 0122, time stamps 0607 and 0608). The unopened sleeves were incubated at 20 to 25 degrees c (4 sleeves) and 33 to 37 degrees c (4 sleeves) prior to inspection. After three days incubation, 0/80 plates had microbial growth. From the opened sleeves, 6/12 plates had surface microbial growth. One of the affected plates was submitted to the ID lab and bacillus sonorensis was identified. Three photos also were received for investigation. Two photos each show the agar surface of a plate with a colony of growth next to a sleeve label from batch 2206407. One photo shows the bottom of a plate from batch 2206407 (time stamp 0608) with plate print featured for batch verification. This complaint can be confirmed by the photos provided. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. Bd will continue to trend complaints for contamination.

Event description:
It was reported by the customer they they have biological contamination on bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reports one contaminated plate - lot #2206407."